Manufacturer narrative:
(B)(4). The complaint bc2435-20 neonatal oxygen therapy nasal cannula is manufactured by (B)(4), for fisher & paykel healthcare. Method: the complaint device was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: upon visual inspection it was noted that the pvc tube detached from the left side of the nose piece. There was evidence of glue on the surface of the nose piece. There was no evidence of damage to the surface of the tubing. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: during manufacture by (B)(4), a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface. This is a manual process. As there was no damage to the surface of the tubing, it appears that either insufficient bonding agent was applied to the cannula during manufacturing or that the bonding material applied had not bonded properly, as a bond broken by force would have caused damage to the tube surface. The manufacturer of this device has been notified of this complaint and is conducting their own investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a bc2435-20 neonatal oxygen therapy nasal cannula was damaged on one side of the nasal connection. No patient consequence was reported.